Event description:
On (B)(6) 2013, the reporter claimed the animas insulin pump has an inaccurate bolus history record. According to the reporter, she never programmed 0.0 unit of bolus insulin but the history record showed the record for (B)(6) 2013 at 6:27 pm. In addition, the patient felt a breakfast bolus dose delivered which was not shown in the bolus history. Furthermore, the patient attempt to program three bolus insulin dose but the pump would go back to the menu each time. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the inaccurate bolus history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the meter was not returned with the pump. The pump booted to the verify screen with audible and vibratory features. The pump completed 24hr duration testing with no errors, alarms or warnings. A 10u audio and 10u normal bolus were successfully performed and both were accurately recorded in the pump history. There was no hypersensitivity to the buttons on the keypad. The pump paired with test meter. And a 10u bolus was successfully delivered from the test meter to the pump with no issues. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).